Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Production personnel tested attachment as per test requirements and found the attachment passed all test requirements. Quality personnel tested attachment and found it failed to meet specs for free run and cut testing. The attachment then was disassembled and microscopically inspected to find a possible cause for the rise in temperature. The internal components of the head and main drive assembly exhibited a slight to moderate amount of debris and/ or corrosion on the internal parts. Slight to moderate wear was also noted on internal components. There was a general lack of lubrication inside the head component and main drive area. Although the attachment was in operational condition, the inner components indicate that a lack of maintenance may have caused an accelerated wear of the internal components. This, in tum could have caused the debris and/or corrosion of the internal components. This combination of events could have caused an increase in friction and therefore, the increase in temperature reported.

Event description:
During testing at our repair facility for a noise issue, an estylus 1:5ca attachment overheated. There was no injury or intervention.